Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed braided wire exposed in the shaft and a crack of the adhesive inside the tip, which could be the result of a kink in the transition area; no internal parts were exposed at the tip. The device was connected to an ultrasound console, and the error ¿4dice probe in connector 0 not accepted by system¿ appeared on the system. Due to this error, electrical probing at the receptacle was performed on the power, communication, and digital lines; and an unstable reading on the thermistor line when the device was deflected, these unstable line could result in the failure mode observed. The unstable reading could be caused by an electrical breakage of the thermistor liner; however, this cannot be conclusively determined. The image issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The instructions for use contain (IFU) the following recommendations: do not disconnect the catheter nor the cable from the ge ultrasound system while scanning. If necessary, it is recommended to disconnect the system connector of the cable from the system in the freeze mode. The damage observed at tip and shaft during the analysis is unrelated to the issue reported by the customer. The potential cause of the tip damage could be the result of a bent in the transition area; however, this cannot be conclusively determined. Clarification was requested to the customer regarding the breakage in the shaft, and the additional information received reported that the damage was not noticed before bagging the catheter in the return box and that an 11f pinnacle was used with the catheter. Additionally, the conditions in which the catheter was stored were normal hospital safe conditions. With this information, it can be concluded that the damage on the shaft could be related to the handling of the device during the shipping process; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number 31245359l and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a nuvisiontm ice catheter, 10f and post procedure the bwi product analysis lab identified braided wire exposed in the shaft and a crack of the adhesive inside the tip. During the procedure, the device was not recognized on the ge s70n ultrasound. Prior to usage, it was confirmed that the catheter was stored under normal conditions in a safe dry storage area in the hospital with other catheters. The catheter was replaced and the issue resolved. The case continued. No patient consequences were reported.